Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/pt contacted lifescan alleging an unk issue with a one touch ultra meter. The pt takes self-adjusted insulin. As a result of the alleged issue, the pt reportedly decreased a dose of an unidentified medication. The pt also claimed that she developed symptoms of sweating, nausea, vomiting, and shakiness after the alleged issue began. The following info is unk: what specific issue the pt was alleging, what date/time the alleged issue began, what date/time the reported symptoms developed, what actions the patient took before and after the symptoms developed, what date/time the pt decreased her medication dosage(s), what medication the pt decreased, what date/time the pt administered the self-treatment of insulin, and if the pt's blood glucose was tested on another device during the time of concern. In addition, the pt's testing frequency, medication and diabetes regimen, phone number, address, gender, and name are unk. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he/she developed symptoms that can be associated with a serious injury after the alleged meter issue began.